Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from a manufacturer representative reported that the patient had passed away as they never regained neurological function. It was stated that the date of death was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1eakv, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient experienced a major bleed in their right hemisphere. The manufacturing representative indicated that the issue was not related to the patient's device, although it remains unclear how they are not related. This issue was reported to happen post-operatively after having leads implanted. The patient underwent surgery to evacuate the bleed on (B)(6) 2017, but the patient is not expected to recover neurological function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.